Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. A triclip was inserted and deployed on the tricuspid valve. A second clip, a triclip xtw, was then inserted and deployed on the tricuspid valve. However, difficulty visualizing the clip occurred and difficulty separating the mandrel from the clip occurred. Once the mandrel was separated from the clip, imaging revealed that the clip detached from the posterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). The procedure was completed with two clips implanted, reducing tr to a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
H6: medical device problem: removed code 2906. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported difficulty deploying the clip. The reported slda appears to be due to the troubleshooting maneuvers of the difficult to deploy. The reported slda appears to be due to the troubleshooting maneuvers of the difficult to deploy. The reported poor image resolution was associated with difficult imaging. There is no indication of a product issue with respect to manufacture, design or labeling.